Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
Correction information: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3004936110.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing confirmed the reported event.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing was unable to confirm the reported event.